Manufacturer narrative:
Date of event - used (B)(6) 2019 since no event date provided.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during procedure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.